Event description:
It was reported there was no fowler function from the patient right siderail and the long ground strap litter support arm bolt and bushing were missing. No adverse consequences alleged.